Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited mode switch due to noise oversensing. Programming changes were made and the patient was in stable condition.

Event description:
New information noted that the atrial lead was explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of a noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.